Event description:
Pt's seizures had increased in intensity and quantity since device output current was increased from 0.25ma to 0.50a. It was reported that the seizure increase was above pre-vns baseline frequency. Additionally, the pt reports feelings of constriction of the facial muscles with pain in the left side of the face, primarily in the eye during stimulation cycles. Neurologist observed these symptoms during an office visit and subsequently programmed the device to off. Pt's symptoms resolved when stimulation was discontinued. It was reported that there had been no change in diet, medications or lifestyle that may have contributed to the event. Treating neurologist has ordered an MRI to rule out other acute central nervous system problems and has not decided whether or not to program the device back to on at a later date.